Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal fentanyl (2500mcg/ml at 1801mcg/day) and bupivacaine (15mg/ml at 10.8mg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other chronic intract pain of the trunk and limbs. The concomitant medications and patient history were not reported. The patient stopped showing up for the appointment, and on (B)(6) 2016 the patient was discharged from the office. The patient went to (B)(6) on (B)(6) 2016, and underwent "ketamine coma therapy" from (B)(6) 2016. The pump was refilled by a (B)(6) physician on (B)(6) 2016, the dosing and concentrations were left the same. The patient was seen in the emergency room last night ((B)(6) 2016) due to low and empty reservoir alarms that started sounding about a week ago per the patient. The pump reservoir was accessed and was confirmed to be empty. The pump was refilled with pfns (saline) and programmed to a minimum rate. The last change was made on (B)(6) 2016. Additional information received from the manufacturing representative reported that the alarm occurred 4 days prior with no symptoms noted. The cause for the low reservoir was that the patient was discharged from the managing physicians care due to care sought in (B)(6) and the patient voicing concerns about the physicians qualifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.